Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 904747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included back pain, menorrhagia and menses irregular. Concurrent conditions included obesity and perineal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, alopecia, weight increased and fatigue outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details:3 coils extruding from each os. In this follow up hsg test was done mentioned and in earlier it was mention did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Lot number: 904747, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure (batch no. 904747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included back pain, menorrhagia and menses irregular. Concurrent conditions included obesity and perineal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, alopecia, weight increased and fatigue outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details:3 coils extruding from each os. In this follow up hsg test was done mentioned and in earlier it was mention did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs & mr received. Lot number was added. Added event fatigue,weight gain, pelvic pain. Medical history, concomitant conditions, lab data were added. Reporter's information was added. Patient's demographics was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, alopecia and weight increased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fallopian tube perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), fallopian tube perforation, hair loss, weight gain, did not undergo confirmation test. Essure insertion date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.